Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed and the root cause could not be determined. A search of the complaint database and device history record could not be performed since the lot number was not provided.

Event description:
Mw5067987 was received stating "define stability kyphoplasty unit continuously freezes and fails during use." The medwatch shows as 'serious injury' and as required intervention without further explanation, but shows 'n' for adverse event. The medwatch shows the unit is available for evaluation, but no lot, account, or contact information has been provided. A search of the complaint database was performed and no existing complaints matched the information provided on this medwatch.